Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that no communication error had occurred. Review of the system log file showed that there was a communication error in ippc for lateral image processing at startup which was resolved by cold restart. Fse replaced the front and side ippc due to the fault on the lateral ippc with new model and reinstalled the operation system and applications. Fse swapped the side ippc and the front ippc, after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the communication error occurred on the lateral image processing ippc. No harm has been reported to philips. Philips has started an investigation of this complaint.